Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010 at 00:43:28, the device recorded a write to locked ram por (power on reset).

Event description:
It was reported that the device had a power on reset which generated a wireless alert. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010 at 00:43:28, the device recorded a write to locked ram por (power on reset). Performance data diagnostic information is consistent with the reported event.